Event description:
The customer indicated a pt was burned during a laparoscopic cholecystectomy procedure that was excised and sutured. They were trying to activate the lap instrument with the footswitch, but it wouldn't activate. However, it was activating the pencil that was laying on the pt. The generator was tested and the failure was not duplicated. The biomed did not know who manufactured the accessories in use.